Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a loss of efficacy. The patient went to the office to complaint that she sustained a very hard fall directly into the device. The patient states it hasn't worked since and is now going through multiple pads a day. The symptoms are back to the way it was prior to the original implant. They say they tried multiple times via telehealth with manufacturer representative (rep) to change programs and settings but had no success. The healthcare provider (hcp) assumed it was likely that one or multiple leads had been fractured and so device needed to be replaced. The device was explanted, not replaced on (B)(6) 2021 and device was disposed. The issue was resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Concomitant products: product ID: 978b128, lot# va28dtv, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.